Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump would not cycle. The cylinders and pump were replaced due to fluid loss. The cylinder's outer layer was broken. A 21cmx12cm ipp was implanted. The issue started four or five weeks prior to replacement. The patient is doing well. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump would not cycle. The cylinders and pump were replaced due to fluid loss. The cylinder's outer layer was broken. A 21cmx12cm ipp was implanted. The issue started four or five weeks prior to replacement. The patient is doing well. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: fluid loss was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder inner and outer tubes that was the result of wear and fatigue at a fold with avulsion. The other cylinder performed within specifications. The pump was not functionally tested due to the leak in the cylinder. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92380551. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction.